Event description:
The customer reported getting a "no shock delivered" message during clinical use on an obese patient.

Manufacturer narrative:
The customer reported getting a "no shock delivered" message during clinical use on an obese patient. The customer's biomedical engineer evaluated the device, and it passed all testing. Then the unit and the therapy cable were evaluated at philips, but the symptom could not be duplicated. The device passed all testing. The customer stated that they did not think this issue was due to a malfunction of the defibrillator, but were requesting information regarding the impedance range. Note that the "no shock delivered" message is given to the user when patient impedance is out of range. We are considering this a user misunderstanding and not a malfunction.